Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was unable to increase the intensity. At the meeting with the patient the rep did an impedance check which showed electrodes 2 and 5 as unusable. The rep reprogrammed around those electrodes and the unit was functioning at the time. There were no contributing factors reported that may have led to the issue. It was unknown if the issue was resolved. No surgical intervention occurred or was planned. The event date was asked but was unknown. No further complications were reported/anticipated.